Event description:
It was reported that a minimum fill notification occurred with multiple cartridges after the user filled the cartridges with 300 units of insulin during the load sequence. Reportedly, the customer loaded cold insulin into the cartridge. Additionally, it was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 290 units of insulin. A new cartridge was loaded to resolve the issues. It was also reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 137-244 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.